Event description:
A pt with dilated cardiomyopathy and an indwelling bivad device was brought to the o.r. For heart transplant. A 9 fr. Triple lumen mac catheter was placed in the left internal jugular vein and a tric (triple lumen infusion catheter) was inserted into the 9 fr. Mac catheter. The line placement was done by a senior, experienced anesthesiologist. The line was used throughout the case without any problems. The first postoperative cxr after line placement showed the left ij catheter terminating in a tributary of the left innominate vein. On post-op day #2, the pt had hemodynamic compromise that did not respond to pharmacologic therapies. Suspicion about the location of the central catheter was raised. A chest CT scan revealed thoracic venous perforation with the central line, which terminated in the mediastinum between the left pulmonary artery and the left atrium. Another line was placed and hemodynamic stability was restored with drug infusion through the replacement catheter.